Manufacturer narrative:
Integra has completed their internal investigation on 13 jul 2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: complaint not confirmed - no issues observed. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs to be machined to have heli-coils added to large starburst threads; general maintenance and cleaning required. This device was manufactured on 31 dec 2011. A DHR review of the following work orders with lot code 119 shows that the following lots passed all necessary inspection points without any mrrs, reworks or variances. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2011 and last serviced in 2014. Additional information was received on 24 jun 2016; the date of the incident was (B)(6) 2016 and the incident occurred at the end of a craniectomy procedure. The patient's gender and age were unknown. There was patient injury [laceration] due to the slip which was treated with staples and bacitracin. The patient's initial positioning, action taken after the incident and any delay in surgery was unknown.

Event description:
A report was received that the a1059 mayfield modified skull clamp caused a slip. No other information was provided. Additional information has been requested.